Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of choroidal effusion and hypotony are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported a xen was explanted on (B)(6)2017 from the right eye due to hypotony (pressure of 2) and choroidal effusion. Treatment noted as drained choirs ideal and healon inject on (B)(6)2017 for choroidal effusion. The adverse event has been resolved and the device remains implanted.